Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump head, deformed pump tube. Destructive analysis was performed and the pump tube was found to have an odd form. It was discolored, significantly worn, and the medial portion nearing the outlet appeared flattened when compared to the rest of the tube and the portion nearest to the outlet appeared slightly expanded. No other significant anomaly found.

Event description:
Volume discrepancies were reported. The expected volume was 2ml and the actual volume was 5ml. Per the reporter this was a ¿rough estimate¿ from the healthcare provider (hcp). It was unknown if any diagnostic testing or troubleshooting was performed. The patient was scheduled for replacement pump. In holding, the patient stated to the reporter that he had been having increased residuals at refills. The patient could not be specific nor the physician about exact amounts. The patient experienced pain, increased generalized pain. The patient scheduled for early replacement (21 months on eri). The pump was replaced and the catheter drained without difficulties. The dose was maintained. The patient status at the time of the report was alive no injury. The pump was used to deliver fentanyl, morphine, and bupivacaine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.